Event description:
It was reported to philips that there was a problem with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was performed when the issue happened, and the procedure was completed as planned. The philips field service engineer (fse) visited onsite and found the reported issue. Upon inspection, the fse found that the screw securing the cable to the table had broken off. To resolve the issue, the fse replaced the wired foot pedal and sent the part for further analysis, and it confirmed that the locking screw threads were broken, the anti-slip rings were missing, and the bracket was loose. After replacing the wired foot pedal, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was completed as planned. By using these same devices, the issue resolve, allowing for continuation and completion of the procedure. This is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.